Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain, post lumbar laminectomy syndrome, and spinal pain. It was reported that the manufacturer representative was not able to communicate with the ins using the clinician programmer. It was noted that the battery was depleted, and it was suspected that the ins was in overdischarge. No symptoms or complications were reported. Additional information was received from a manufacturer representative (rep) on 2018-jan-09. It was reported that the patient did not maintain recharging ¿because it took too long¿. To resolve the issue, the patient was seen on (B)(6) 2017 for recharging teaching, two days post-op. There were no further complications reported or anticipated.